Event description:
Customer called ameda, inc. On (B)(6) 2015 to inquire about obtaining flanges larger than the 36 mm flanges. Customer has used various other flange sizes with resulting nipple irritation and discomfort while pumping with the purely yours breast pump. She was properly fitted with the 36 mm flanges on (B)(6) 2015 by a lactation consultant. Customer did not experience discomfort while pumping and milk flowed freely for the first time since initiating pumping. Customer was diagnosed with unilateral left breast mastitis on (B)(6) 2015 by her health care provider and prescribed a 10 day course of oral antibiotics. Customer reports feeling improvement within 3 days.

Manufacturer narrative:
No action is needed at this time. Purely yours breast pump is functioning as intended and flange size questions answered.